Manufacturer narrative:
During testing of the returned device the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. A review of the device history record for sn(B)(4) was performed from (B)(6) 2019 to (B)(6)2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device.

Event description:
During servicing we identified a platen misalignment which constitutes a reportable malfunction. There was no patient involvement.